Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately tortuous and non-calcified anterior descending artery. A 2.50 x 24 synergy drug-eluting stent was selected for use. No resistance was observed when advancing the stent through the hemostasis valve; however, during the procedure, separated stent struts were observed. The stent was changed and the procedure was completed. No patient complications were reported and the patient condition was stable.